Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation results are based upon user facility information and retention samples from the reported product code/lot number combination. A visual evaluation revealed no defects. A leak test was conducted and confirmed all samples met manufacturer specification. Additionally, the valve was present and functioned as intended. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the valve appeared blown out when the dilator was removed from the sheath. Follow up communication with the user facility confirmed the following information: (1) the valve appeared to be blown out when the dilator was removed from the sheath; (2) a new sheath was used on the patient; (3) there was no issue with the replacement sheath; (4) the patient is reported to be in fine condition; (5) the procedure outcome was reported to be good; and (6) blood loss was reported to be less than 250cc.